Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient last charged the ipg approximately three years ago. The ipg would no longer communicate with the patient programmer and charger. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.